Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot, like boiling water and that the iussu ID with the humidifier will not turn on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit smoke coming into her nose through the nasal mask and smelled like burning plastic. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Added correct information on b5 and updated problem code grid.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was very hot, like boiling water and that the iussu ID with the humidifier will not turn on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an pil tech was able to confirm the device powers up and provides airflow, a known good, heated tube heats, and the heater plate heats. During review of the error logs, pil determined the device was likely reset prior to receipt due to it having 244.4 machine hours and 0 blower and therapy hours. There was 1 instance of e-178 (err_bt_app_reset), a continue error. This error was not reproduced with continued usage and does not impact this investigation. Pil observed an unknown dust contaminant on the ui panel, top enclosure, bottom enclosure, and the heater plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The unit got scrapped. Pil was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.